Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the implantable cardiac monitor exhibited backup operation. After device software download, normal function resumed and device was implanted. The patient was doing well after the procedure.